Manufacturer narrative:
All observable evidence indicates improper use of the cable and connector by the end user as the root cause of this malfunction. There are several indications of excessive force applied to the cable independent of the connector which can cause the connector to fail. The observable evidence does not indicate a failure in workmanship. The nico foot pedal has been verified to meet cord anchorage requirements set forth within iec 60601-1. Evaluation of the returned foot pedal revealed evidence of stress on cable as indicated by abrasion and lightening of the jacket color which is consistent with stretching or elongation of plastic materials. The stressed area of the cable jacket is in close proximity to the connector which plugs into the myriad console. The internal strain relief within the connector is fractured. It is suspected this fracture was caused by pulling on the cable with excessive force independent of the connector. Inspection of the cable and wire jackets indicates excessive exposure of the bare conductive wires. Exposure of the bare conductive wires enables the wires to contact one another, resulting in an electrical short. This electrical short causes the main foot pedal to erroneously toggle the cutting mode on and off when depressed, which is consistent with the observed failure. As of the date of this MDR, there have been over (B)(4) uses of the myriad system. This specific malfunction of the foot pedal is the only such malfunction to date, making this malfunction remote ((B)(4)).

Event description:
No patient injury occurred as a result of this product problem. The myriad system primarily consists of a single use disposable handpiece, a console, and a foot pedal. The console and foot pedal are used to control the handpiece. The handpiece is used to aspirate and/or cut and remove fluids and tissues. The myriad system has two modes of operation: suction only; suction with cutting. The mode of operation is selected by the end user using the myriad foot pedal. This foot pedal includes two separate foot switches/pedals mounted to a single metal base. There is a "main" foot pedal and a "side-kick" foot pedal which are located adjacent to one another on the metal base. The sidekick foot pedal is depressed to toggle between the modes of operation, while the main foot pedal is depressed in order to deliver suction and/or suction with cutting to the desired location by the end user. The device problem which occurred on (B)(6) 2016 involved a foot pedal which malfunctioned. Specifically, depression of the main foot pedal resulted in not only delivery of suction and/or cutting but also in toggling between the two modes of operation. Toggling between the modes of operation should only be possible using the side-kick foot pedal, not the main foot pedal. Therefore, an end user may turn the cutter off and intend to only deliver aspiration through the handpiece, but upon depression of the main foot pedal, the cutting mechanism would be turned on, resulting in the potential for unintended cutting.